Event description:
It was reported the customer was experiencing high blood glucose over 400 mg/dl. Customer's symptoms were ketones and vomiting. Customer's mother stated they treated with manual injection. Customer's mother declined troubleshooting the device. Customer's mother was explained two high blood glucose rules. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.